Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a phoenix machine, an external blood and water leak through the connectors was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was evaluated on site by a baxter qualified technician . Upon visual inspection a fluid leakage from the hansen connectors was observed and the ph probe was found to be out of calibration. The reported condition was verified. However, no external blood leakage, as reported by the customer, was observed during the on-site evaluation. The female and male red and blue hansen connectors were replaced and the ph probe calibrated, and no further issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.